Event description:
Clinical study: it was reported that 237 days after a coronary artery drug eluting stenting procedure the pt required a target vessel raintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion w/ predilatation and successful placement of a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. There were no complications. The pt was discharged two days later on plavix and aspirin. 237 days after the initial procedure the pt required a tvr. The physician successfully placed a taxus express2 drug eluting stent in the mid left anterior descending artery to treat in-stent restenosis. In the opinion of the physician the relationship of the tvr to the taxus stent is proable and there was proximal edge in-stent restenosis.